Event description:
It was reported that t1 and t2 were deployed at the same time. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.